Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2019 product type extension product ID 3389s-28 lot# va230qt implanted: (B)(6) 2019 product type lead product ID b3400060 serial# (B)(6) implanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp). Hcp stated components were explanted due to right side infection. Caller read from op notes that upon opening incision, it showed signs of infection process and one lead and two extensions were removed. Upon opening right pocket site, it was grossly infected and implant was removed. It was noted that a new lead would be placed in may.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2019; brand name activa; product ID 3389s-28 (lot: va230qt); product type: 0200-lead; implant date (B)(6) 2019; brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a right side deep brain stimulation (dbs) infection occurred. The patient underwent surgical intervention, which involved the explantation of all right side implants, including the liner hole/stim lock, lead, extensions, and the ipg device, due to the infection. The issue was resolved following the explantation. No patient complications have been reported as a result of this event.